Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that the lead had dislodged. Patient was brought to the lab for repositioning of the lead. During repositioning, the physician was unable to get the helix to retract and the stylet could not be advanced in the lead. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.